Event description:
It was reported that a patient underwent an atrial tachycardia (at) ablation procedure with a octaray mapping catheter for which biosense webster¿s product analysis lab (pal) identified a electrode damaged. The electrode was observed lifted and displaced from its original position leaving internal components exposed. It was initially reported by the customer that the octaray was used in the procedure in conjunction with the vizigo sheath and there were no problems with the octaray itself. As such, the initial reported event with the octaray mapping catheter was not considered to be MDR reportable. On (B)(6) 2025, the bwi pal revealed that a visual inspection of the returned device found an electrode was observed lifted and displaced from its original position leaving internal components exposed. These findings were reviewed and assessed as MDR reportable as a malfunction since the integrity of the device has been compromised.

Manufacturer narrative:
Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. Visual inspection of the returned device was performed following j&j procedures. Visual inspection was performed, and damage was observed on the splines and rings. It was observed that one spline was stretched and two electrodes were damage. An electrode was observed lifted, and displaced from its original position leaving internal components exposed. The damage on the electrode and the spline, could be related to excessive force or manipulation during the procedure, however, this cannot be conclusively determined a manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. An issue was identified during the investigation. The potential cause of the damage on the electrode and the spline cannot be established. The instructions for use contain (IFU) the following warning and precaution: do not introduce the catheter into a guiding sheath with the catheter¿s distal spines folded backward toward the handle. Collapse the spines together using the insertion tube prior to insertion. Do not use excessive force to advance or withdraw the catheter through the guiding sheath when resistance is encountered. Prior to removing or repositioning the catheter, use direct imaging guidance such as fluoroscopy to confirm that the spine assembly is not entangled with another catheter or with an anatomical structure. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).